Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary retention with this artificial urinary sphincter (aus). Upon clinical examination, a cystoscopy was performed and the patient was catheterized. It was considered that the issue may be to patient decompensating mental state. In a surgical procedure, the existing cuff was explanted and replaced with a new upsized cuff, to mitigate chances of erosion. No additional patient complications were reported.